Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported the battery compartment of the insulin pump was damaged, and the reservoir compartment of the insulin pump was damaged. Which was impacting the functionality of the pump, so the pump was delivering too much and sometimes not enough insulin (a possible underdelivery anomaly and a possible overdelivery anomaly). Blood glucose value at the time of the event was unknown mg/dl. The event involved product(s) mmt-1884, mmt-332a, and mmt-397a. Troubleshooting was partially performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Several bolus's were programmed, delivered and recorded properly in the pump history. Unable to confirm low/high bg's. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked and minor scratches on lcd window. In summary, customers alleged under/over deliver was not confirmed during testing. Unable to confirm high/low bg. Cracked battery tube was confirmed, however, cracked reservoir tube was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.